Manufacturer narrative:
Concomitant medical products: 5071-53 lead implanted on (B)(6) 2009; dvfb1d1 ICD implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) coil and superior vena cava (svc) coil of the rv lead both exhibited undefined impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.